Event description:
Attorney alleges "with regard to injuries he sustained on (B)(6) 2008." Edit 06-jul-2010: it was reported that the patient attorney alleges: " with regard to the injuries he sustained on (B)(6) 2008. Review of manufacturer's database revealed the patient had died (B)(6)2008. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.